Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not communicating. A field service engineer (fse) reimaged the machine, verified station in remote smart service, and confirmed with the customer that all units were accessible and inventory was completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not communicating. The customer tried to reboot and recover, but the issue was not resolved. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.